Manufacturer narrative:
The t:slim cartridge user guide states: make sure that insulin is at room temperature before use. Also, tandem¿s t:slim user guide states: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the user was on the beach. The user's blood glucose (bg) level was 374 mg/dl with diabetic ketoacidosis. The user went to the emergency room (ER) and was hospitalized on (B)(6) 2016 with a bg level of 419 mg/dl. It was reported that the customer also had a viral infection. The user was treated with insulin/fluids and reported a bg level of 97 mg/dl. Additionally. It was determined that the cartridges were filled with cold insulin and that occasionally the cartridge is used for 3.5 days instead of 3. The user was released from the hospital on (B)(6) 2016; however, the user was admitted into the hospital for a second time on (B)(6) 2016 with a bg level of 413 mg/dl and diabetic ketoacidosis. It was reported that the user switched to manual injections to address bg level. Reportedly, the user was treated with insulin and fluids while in the hospital. The user was released on (B)(6) 2016.